Event description:
A customer reported that the pump screen was dark and would not turn on. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to test the pump by pressing the center button and plugging it into a known working power source, which caused the screen to turn on. However, the pump was only functional when plugged in. A replacement pump was sent, and the customer was advised to keep using the current pump with a power source until the new pump arrived. They were also required to complete training before using the replacement. Technical support organized the return of the faulty pump and confirmed that the customer understood all instructions.